Event description:
Customer reported that the device turned itself on after user turned it off and depleted the installed batteries. The issue occurred in the back of ambulance and user did not turn on device. The reported issue had no adverse effect on pt treatment since users had spare batteries on hand.

Manufacturer narrative:
(B) (4). The user was able to duplicate and demonstrate issue to the facility biomed. Although, the facility biomed was unable to reproduce the failure with further testing to conclusively determine root cause. Physio-control provided customer technical assistance and several assemblies parts info to troubleshoot the problem and repair device. F/u with customer found that the device has been placed back to service and there has been no problems. The biomed informed that he will be replacing the large keypad assembly as a pre-caution measure.